Manufacturer narrative:
Additional information: d4: expiration date (remove "08/12/2029" and update the null value to n/a), d4: UDI (update), d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed that the tubing was separated from the second y-site clearlink at the downstream part. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart at the distal clearlink port/unglued. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.